Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, ongoing), amikacin injection (100mg, intraperitoneal, stat, discontinued), imipenem injection (500mg, intraperitoneal, once daily, ongoing), and amikacin injection (50mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. It was reported that the patient and caregiver were retrained on proper aseptic techniques. At the time of this report, the patient recovered from the events and was discharged from the hospital. No additional information is available.